Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A review of the device history records has been completed. Manufacturer: (B)(4). Release to warehouse date:24jan2014 supplier: (B)(4). Procedure no non-conformance records (ncrs) were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation procedure on (B)(6) 2017 for a left proximal femur fracture. It was described that as the surgeon was drilling for the inferior screw after inserting the lateral entry recon nail and trocars to insert the recon screws, approximately 20 to 30mm of the tip of the drill bit broke off into the patient. The surgeon opted to leave the tip embedded and did not attempt to remove it. The inferior screw was not inserted. Instead, the surgeon chose to advance the drill bit through the nail so that he could move the nail a few mm to allow the superior screw to be lower in the femoral head. It was reported that another drill bit was not readily available and the surgeon was able to use the broken drill bit to produce a large enough hole to insert the superior screw. The change in procedure due to the broken device caused a 15 minute delay in the surgery. An unanticipated x-ray was obtained while advancing the superior screw through the nail to ensure proper placement. It was reported that there were no issues with the synthes large power drill that was used with the drill bit. The patient was implanted with a lateral entry recon nail, superior recon screw and a 120 degree locking screw. The remainder of the surgery was reported as successful and the patient stable. Concomitant medical products: synthes large drill (part #/lot #unknown, quantity 1); infererior screw (part #/lot #unknown, quantity 1); lateral entry recon nail (part #/lot #unknown, quantity 1); trocar (part #/lot #unknown, quantity unknown); superior screw (part #/lot #unknown, quantity 1); 120 degree locking screw ( (part #/lot #unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The 03.010.078 lot number pe02006 4.5mm/6.5mm stepped drill bit was returned and reported to have broken during surgery. This complaint condition was likely caused by over three years of consistent use and possible rough handling during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The 03.010.078 4.5mm/6.5mm stepped drill bit is an instrument routinely used with the 01.003.300 lateral entry femoral nail recon-ex instrument set (relevant technique guide). The device was returned and reported to have broken during surgery. This condition is confirmed; the distal step of the drill bit appears to have sheared off and was not returned. It is likely that over three years of consistent use and possible rough handling during surgery has led to this complaint condition. Three years of use may have caused the cutting edges to become dull necessitating more force be applied to the drill bit in order to cut through the bone effectively. This may have caused additional stresses to the device which it was not designed to withstand leading to breakage. The device was manufactured in 1/2014 and is over three years old. The balance of the returned device is in fairly worn condition with markings, indentations, and some discoloration along the length of the cutting flutes. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. All measurements have been performed by calipers. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.